Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the severely calcified and moderately tortuous forearm arteriovenous graft (avg). The 6.0 x 40, 75cm mustang¿ balloon catheter was advanced for dilatation. However, during the first inflation at 20 atmospheres for 60 seconds, the balloon ruptured. The physician completely removed the device from the sheath and the procedure was completed with another 6.0 x 40, 75cm mustang¿ balloon catheter. No patient complications were reported and patient's status was good.